Event description:
It was reported that the patient presented to the emergency room with pericardial effusion. A sternotomy was performed and the right ventricular (rv) lead was visualized outside of the rv apex. The lead was explanted and the hole was sutured closed. A new lead was implanted on the opposite side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.